Event description:
The facility reports four cases of endophthalmitis. There were three different surgeons using the same machine. The patient was cultured with results pending. No antibiotics were given preoperatively. Betadine was used pre-op. The incision was a 3.2mm, sclero limbal tunnel type; no sutures used. This patient was diagnosed with the infection at d+8. The surgeon noted the eye was painful. No hypopyon; the infection affected the posterior segment more than the anterior segment. Vitrectomy is planned, and the prognosis remains unknown. This report is for one patient; for additional patient's, see mfg. Report #'s: MDR 2028159-2007-00500, MDR 2028159-2007-00502, MDR 2028159-2007-00503.

Manufacturer narrative:
A company service representative examined the system, and found it met specifications. No samples were returned for evaluation. A review of complaints for the last 36 months indicates that this MDR and the 3 mdrs referenced in section b5 were the only reports from this facility, and all occurred at the same time. The system continues to be used, and no further events have been reported. A review of complaint trends does not indicate adverse trends for the reported complaint. The root cause of the patient event cannot be determined in this investigation. The endophthalmitis & toxic anterior segment syndrome articles were sent to our affiliate for the customer's use. This report mailed in FDA on: 11/21/2007.